Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution.

Event description:
Review of manufacturing records confirmed sterilization for the generator prior to distribution.

Manufacturer narrative:
This information was inadvertently left off of supplemental MFR. Report #01.

Event description:
It was reported that there were no signs of infection, the patient had multiple ER visits. The chest x-ray that was performed was normal. The patient never returned to the clinic for follow up. The vns was interrogated, results were not provided.

Event description:
It was reported that the patient has a possible abscess at the generator site. The patient had recently undergone generator replacement. X-rays were performed. It was reported that after the post-op swelling went down a knot the size of a golf ball formed. It was reported that device diagnostics were within normal limits. No additional relevant information has been received to date. No known surgical interventions has been performed to date.